Event description:
It was reported that there were high thresholds and undersensing observed in the right ventricular pacing lead. The lead was capped and was replaced. The patient is a participant in the panorama clinical study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined.